Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic with shortness of breath. Device interrogation revealed no issues. The lead was turned off. The event was not related to a device malfunction. During the next visit in clinic, the patient had same symptoms. The lead was turned back on and patient felt better. It was suspected that the symptoms were related to patient's heart condition. The patient was stable thought.